Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6) attempts were made to obtain complete device information but was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's lead had high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. During the procedure, the lead was found fractured. Therapy was restored post-op.